Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the chair will turn on by itself shortly after the unit is turned off.